Manufacturer narrative:
Here are multiple patients. All known information is provided in the literature article. This report is for an unknown cage or spacer/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal abstract: ouellet ja, webb jk (2018), anterior spinal correction for scoliosis with ao universal spine system: maintenance of coronal and sagiti'al balance, orthopaedic proceedings vol. 85-b, no. Supp_iii, pages 1-3, (united kingdom) . The purpose of the study was to ascertain the effectiveness in maintenance of coronal and sagittal balance of anterior spinal surgery and instrumentation for ais. Seventeen patients with idiopathic scoliosis treated with anterior spinal fusion using a single rod ao uss construct who had a minimum 2 years follow-up with complete radiographic and clinical follow up were included in the study. There were 14 lumbar curves of which 7 were king I and 7 thoracolumbar/lumbar curves. Seven patients had supplemental structural anterior support in the lumbar spine. Four had femoral allograft rings and three had cages (2 depuy spine harms cage and 1 synthes synex cage). The article did not mention which specific patients received the depuy spine harms cage. Thus, complications will be reported as follows: 3 patients had asymptomatic pseudoarthroses. This report is for the unknown depuy spine harms cage. This is report 1 of 1 for (B)(4) and captures the depuy harms cage. The synthes devices are captured under (B)(4).